Event description:
Dr reported that during a procedure it was observed that the anchor triggered crookedly 2 times. Thereby it slid not into the borehole but rather besides. There was delay of 10 min. A replacement was available and the surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.